Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level rose to 21.2 mmol/l (381.6 mg/dl) while wearing the pod between 5 and 24 hours. The pod caused the patient to bleed and have high blood glucose levels. As treatment, a new pod was applied. The device investigation observed exposed cannula damage and fluid leakage during testing.